Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 14oct2020. The procedure was completed successfully with a new device.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: it was reported, when removing the inner catheter from the cannula (inside the uterus), the metal tip of a cook embryo transfer catheter got caught and provided significant resistance. The metal tip ripped off from the device, and the patient bled this device segment out a week later. The procedure was completed successfully with a new device. No additional patient consequences were reported. Investigation - evaluation. Reviews of the instructions for use, manufacturing instructions, specifications, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. No device was returned for investigation, and no lot information was provided. Accordingly, no physical examinations or reviews of the device history record or complaint history could be conducted. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions, specifications, or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device instructions for use do not provide any information related to this failure mode. Based on the limited information available, cook has concluded a cause of the echo-tip band detachment could not be determined. A CAPA is currently open to address this failure mode. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: embryologist. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, when removing the inner catheter from the cannula (inside the uterus) the metal tip of the catheter got caught and provided significant resistance. "The last time this happed, the metal tip ripped off and the patient bled it out a week later" this MDR is for " the last time this happened the metal tip ripped off". The recent alleged malfunction of the metal tip of the catheter getting caught and providing significant resistance is documented in cook complaint (B)(4). The device was reported to be a cook embryo transfer catheter, but the catalog number or lot number were not provided. No additional patient consequences were reported. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.